Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), functional analysis and system risk analysis (sra). The sra shows the risk for ¿odor/smells¿ to be "low." The catalytic decomp filter was returned and tested. The catalytic decomp filter did not exhibit any smoke or odor. The reason for return of the catalytic decomp filter was not confirmed. The filter replacement was returned and tested. The reason for return of the filter replacement was not confirmed. The oil mist filter and vacuum pump oil were not returned for analysis. The assignable cause of the odor/smells issue is the catalytic decomp filter, filter replacement, vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil, catalytic decomp filter, and oil mist filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on 01/31/2017. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of a "strong gas smell" (odor) emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.